Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year nine months post filter deployment, a computed tomography (CT) scan revealed that the limbs of the filter minimally extending beyond the margins of the inferior vena cava. Eventually two years and three months later, another computed tomography (CT) revealed that the filter struts protrude mildly externally although not uncommonly seen in no clear displacement of fragment was identified. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was implanted in a patient in conjunction with or before an orthopedic procedure. After some time post filter implant, it was alleged that the filter perforated the caval wall. Reportedly, no attempts have been made to remove the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year nine months post filter deployment, a CT scan of the abdomen demonstrated the limbs of the filter minimally extending beyond the margins of the ivc. Therefore, based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted in conjunction with or before an orthopedic procedure. Some time post filter implant, the filter allegedly perforated the caval wall. Reportedly, no attempts have been made to remove the filter. There was no reported patient injury.